Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 51.5cm was returned for analysis. Internal insulation abrasion was noted at 12.9-14.0cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that the lead was explanted due to externalized conductors. There were no complications during the revision.